Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that high left ventricular (lv) lead impedance was observed at implant. The measurement was reading greater than 3000 ohms. Boston scientific technical services (ts) had the physician remove the lead from header. Once the lv lead was reinserted and in the header, impedances ranged from about 960 ohm to about 2200 ohms. There was no concern with the highest impedance configuration (2200 ohms) being broken. Measurements looked good and after implant, there were no high impedance measurements. No adverse patient effects were reported.